Event description:
It was reported that the patient presented in-clinic after receiving vibratory alert. During interrogation, premature battery depletion was observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received premature battery depletion was confirmed. A longevity calculation was performed based on programmed settings and usage data and the device was found not to meet its longevity requirement. With an external power supply and removal of the battery, the device tested normal and all specifications were met. The battery was sent to the manufacturer and an internal battery anomaly was found.